Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): distal conductor fractured. Proximal segment of lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled and outer insulation cosmetic depression. The analyst commented that lead appears to have been implanted with a bend in it at the fracture site.

Event description:
It was reported that the patient received inappropriate shocks due the clavicle crush of the right ventricular lead. The lead was partially removed and replaced. No further patient complications were reported as a result of this event.